Event description:
It was reported that during a da vinci prostatectomy surgical procedure, during the transect of the bladder neck, the maryland bipolar forceps instrument jaws could not be opened and cauterization did not function. The customer stated that the instrument functioned properly at the beginning of the procedure. The surgeon decided to abort the procedure and convert to traditional open surgical techniques. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one grip close cable is broken at the scissor grip and a couple of the cable strands extend past the grip and break at the distal idlers. The forceps blades will not open due to the broken grip cable. Engineering observed the grip hub has a peak across the cable groove at the cable break site. The cable wear against the grip likely contributed to breakage. Electrical continuity passed. Engineering also observed the main tube has a couple of sections with light material removed parallel to the tube axis. There is a section below the midpoint of the tube. Wear patter is similar to cannula related tube abrasions, however, part of the section above the midpoint it out of range of the distal tip of the cannula. Based on the location and appearance, the damage may be due to the customer's cleaning process. No other damage was found. A follow-up MDR will be submitted if additional info is rec'd. The following medwatch report listed below was also sent to the FDA as it relates to the event MFR. Report #2955842-2008-00080.